Manufacturer narrative:
The technician replaced both foot end brake casters and the right head end brake caster to repair the stretcher.

Event description:
Information received indicates when the brakes are applied, the wheels do not turn, but they are starting to ratchet side to side at both the head and foot ends of the stretcher.